Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead; implant date: (B)(6) 2006. (B)(4).

Event description:
It was reported that systemic infection occurred, with (B)(6) identified as the causative organism. The patient's implantable cardioverter defibrillator (ICD) and associated leads were explanted. Antibiotic therapy was administered. No further patient complications have been reported as a result of this event.